Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: date of event: exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.505.004, lot: 8165482, manufacturing site: selzach, supplier: diener ag precision machining, release to warehouse date: 16. Mar. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the handle for 90-degree screwdriver (part # 03.505.004, lot # 8165482, mfg # 16-mar-2017) was received at us cq along with the shaft for 90-degree screwdriver. The gear for 90-degree screwdriver and gear cover were returned within the shaft. The gear was able to move within the shaft. There were no visual defects observed with the handle. The turning handle was not returned. Functional test: the shaft was able to be assembled into the handle and the gears were able to be moved when a force was applied. There was no screw or plate returned so the complaint was not able to be replicated. Therefore, the complaint is not confirmed. Dimensional inspection: no issues were identified on the returned portions of the device during visual and functional inspection. Therefore, dimensional inspection was determined to be irrelevant. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: the complaint condition is not confirmed as the device (part # 03.505.004, lot # 8165482) was received with no visual or functional issues. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes dzi, dzj. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the 90 degree screwdriver would not lock screw into plate and switched to a different 90 degree screwdriver and it worked. Procedure was successfully completed. Patient outcome is unknown. Concomitant device report: unknown plate: (part # unknown, lot # unknown, quantity # unknown). Unknown screws ( part # unknown, lot # unknown, quantity # unknown). This report is for one (1) handle for 90° screwdriver. This is report 2 of 2 for (B)(4).